Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus"), embedded device ("right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus") and fallopian tube perforation ("left essure micro-insert had actually perforated, and migrated out of left fallopian tube") in a 41-year-old female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2008), gestational diabetes in 2008, abstains from recreational drugs and d & c. Previously administered products included for contraception: mirena from 2009 to (B)(6) 2015. Concurrent conditions included smoker and alcohol use. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2016 to (B)(6) 2016 for contraception. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("severe lower abdominal pain when not menstruating"), uterine pain ("severe uterine pain when not menstruating"), arthralgia ("severe hip pain when not menstruating"), pelvic pain ("severe pelvic pain when not menstruating"), the second episode of abdominal pain lower ("severe abdominal cramping when not menstruating"), weight increased ("weight gain"), depression ("depression") and anxiety ("worsening of her anxiety"). The patient was treated with tramadol, vicodin and surgery (diagnostic laparoscopy with bilateral salpingectomy/ left essure removed). Essure was removed. At the time of the report, the device expulsion, embedded device, fallopian tube perforation, uterine pain, arthralgia, the last episode of abdominal pain lower, dyspareunia, fatigue, weight increased, depression and anxiety was resolving, the pelvic pain had resolved and the dysmenorrhoea outcome was unknown. The reporter considered anxiety, arthralgia, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, pelvic pain, uterine pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: insertion procedure details: the tip of the essure device easily slid into the right ostia. The coil was advanced and easily placed and the device withdrawn. There were three coils into the uterine cavity after removal of the insertion device. The device was removed and reloaded. The advice was to advance under direct visualization and the tip was inserted into the left ostia- this passed easily and the device was inserted- it was removed easily and three coils again were into the uterine cavity. On (B)(6) 2016, she underwent a diagnostic laparoscopy with bilateral salpingectomy.it was observed during surgery that the right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus. On (B)(6) 2016, she underwent a total hysterectomy, during which her cervix and uterus were both removed, along with the essure micro-insert that had migrated into her uterus. Diagnostic results: on (B)(6) 2016: hysterosalpingogram: obstruction of right fallopian tube. Left essure coil is in an abnormal position superior to the uterus and most likely external to fallopian tube. Contrast is visualized within the left pelvis consistent with spill of the contrast from the fallopian tube. The uterine cavity has a irregular contour, without discrete focal mass. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhoea , device expulsion , fallopian tube perforation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus'), embedded device ('right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus') and fallopian tube perforation ('left essure micro-insert had actually perforated, and migrated out of left fallopian tube') in a 41-year-old female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2008), abstains from recreational drugs and d & c. Previously administered products included for contraception: mirena from 2009 to (B)(6) 2015. Concurrent conditions included gestational diabetes since 2008, smoker and alcohol use. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2016 for contraception. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), lower abdominal pain ("severe lower abdominal pain when not menstruating"), uterine pain ("severe uterine pain when not menstruating"), arthralgia ("severe hip pain when not menstruating"), pelvic pain ("severe pelvic pain when not menstruating"), cramp in lower abdomen ("severe abdominal cramping when not menstruating"), depression ("depression"), anxiety ("worsening of her anxiety") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), tramadol and surgery (diagnostic laparoscopy with bilateral salpingectomy/ left essure removed and total hysterectomy with right essure removal embedded into uterus). Essure was removed. At the time of the report, the device expulsion, embedded device, fallopian tube perforation, uterine pain, arthralgia, cramp in lower abdomen, dyspareunia, fatigue, weight increased, depression and anxiety was resolving and the lower abdominal pain, pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, arthralgia, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, lower abdominal pain, pelvic pain, uterine pain, weight increased and cramp in lower abdomen to be related to essure. The reporter commented: insertion procedure details: the tip of the essure device easily slid into the right ostia. The coil was advanced and easily placed and the device withdrawn. There were three coils into the uterine cavity after removal of the insertion device. The device was removed and reloaded. The advice was to advance under direct visualization and the tip was inserted into the left ostia- this passed easily and the device was inserted- it was removed easily and three coils again were into the uterine cavity. On (B)(6) 2016, she underwent a diagnostic laparoscopy with bilateral salpingectomy.it was observed during surgery that the right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus. On (B)(6) 2016, she underwent a total hysterectomy, during which her cervix and uterus were both removed, along with the essure micro-insert that had migrated into her uterus. Diagnostic results: on (B)(6) 2016: hysterosalpingogram: obstruction of right fallopian tube. Left essure coil is in an abnormal position superior to the uterus and most likely external to fallopian tube. Contrast is visualized within the left pelvis consistent with spill of the contrast from the fallopian tube. The uterine cavity has a irregular contour, without discrete focal mass. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhoea , device expulsion , fallopian tube perforation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received , reporter information, patient age , new event abdominal pain , event outcome and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus"), embedded device ("right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus") and fallopian tube perforation ("left essure micro-insert had actually perforated, and migrated out of left fallopian tube") in a 41-year-old female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 (23dec2002,14nov2008, 14nov2008), gestational diabetes in 2008, abstains from recreational drugs and d & c. Previously administered products included for contraception: mirena from 2009 to 4-sep-2015. Concurrent conditions included smoker and alcohol use. Concomitant products included medroxyprogesterone (depo provera) from 21-jan-2016 to 16-apr-2016 for contraception. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("severe lower abdominal pain when not menstruating"), uterine pain ("severe uterine pain when not menstruating"), arthralgia ("severe hip pain when not menstruating"), pelvic pain ("severe pelvic pain when not menstruating"), the second episode of abdominal pain lower ("severe abdominal cramping when not menstruating"), weight increased ("weight gain"), depression ("depression") and anxiety ("worsening of her anxiety"). The patient was treated with tramadol, vicodin, surgery (total hysterectomy with right essure removal embedded into uterus). At the time of the report, the device expulsion, embedded device, fallopian tube perforation, uterine pain, arthralgia, the last episode of abdominal pain lower, dyspareunia, fatigue, weight increased, depression and anxiety was resolving, the pelvic pain had resolved and the dysmenorrhoea outcome was unknown. The reporter considered anxiety, arthralgia, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, pelvic pain, uterine pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: insertion procedure details: the tip of the essure device easily slid into the right ostia. The coil was advanced and easily placed and the device withdrawn. There were three coils into the uterine cavity after removal of the insertion device. The device was removed and reloaded. The advice was to advance under direct visualization and the tip was inserted into the left ostia- this passed easily and the device was inserted- it was removed easily and three coils again were into the uterine cavity. On (B)(6) 2016, she underwent a diagnostic laparoscopy with bilateral salpingectomy.it was observed during surgery that the right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus. On 15-jul-2016, she underwent a total hysterectomy, during which her cervix and uterus were both removed, along with the essure micro-insert that had migrated into her uterus. Diagnostic results: on (B)(6) 2016: hysterosalpingogram: obstruction of right fallopian tube. Left essure coil is in an abnormal position superior to the uterus and most likely external to fallopian tube. Contrast is visualized within the left pelvis consistent with spill of the contrast from the fallopian tube. The uterine cavity has a irregular contour, without discrete focal mass. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhoea , device expulsion , fallopian tube perforation, pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet provided. Plaintiff fact sheet provided. Information added: patient¿s date of birth, medical/drug history, concomitant/treatment medication, event term dysmenorrhea, events onset dates and outcomes updated. On 27-feb-2018: medical records provided. Events confirmed. Processed with fu1. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus"), embedded device ("right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus") and fallopian tube perforation ("left essure micro-insert had actually perforated, and migrated out of left fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("severe lower abdominal pain when not menstruating"), uterine pain ("severe uterine pain when not menstruating"), arthralgia ("severe hip pain when not menstruating"), pelvic pain ("severe pelvic pain when not menstruating"), the second episode of abdominal pain lower ("severe abdominal cramping when not menstruating"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), weight increased ("weight gain"), depression ("depression") and anxiety ("worsening of her anxiety"). The patient was treated with surgery (total hysterectomy with right essure removal embedded into uterus), surgery (total hysterectomy with right essure removal embedded into uterus) and surgery (diagnostic laparoscopy with bilateral salpingectomy/ left essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, fallopian tube perforation, uterine pain, arthralgia, pelvic pain, the last episode of abdominal pain lower, dyspareunia, fatigue, weight increased, depression and anxiety was resolving. The reporter considered anxiety, arthralgia, depression, device expulsion, dyspareunia, embedded device, fallopian tube perforation, fatigue, pelvic pain, uterine pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a diagnostic laparoscopy with bilateral salpingectomy. It was observed during surgery that the right essure micro-insert had also migrated from the fallopian tube and had embedded itself within the uterus. On (B)(6) 2016, she underwent a total hysterectomy, during which her cervix and uterus were both removed, along with the essure micro-insert that had migrated into her uterus. Diagnostic results: on (B)(6) 2016, hysterosalpingogram test was performed, which indicated that the left essure micro-insert had actually perforated, and migrated out of plaintiff left fallopian tube. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.